Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 454 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(4) 2016 that the patient was scheduled for a pocket revision due to 40 pounds of weight loss and movement in the pocket per the hcp the morning on (B)(6) 2016. When the hcp opened the pocket it was noted that the catheter was twisted broken approximately 20 cm up from the connector to pump and he decided to explant the pump and catheter segment which was also noted to be encapsulated in tissue. It was indicated that the patient was positioned supine and only under local [anesthesia] and the hcp planned to replace the entire system at a later date and also remove if possible the remaining spinal segment. Factors that may have led or contributed to the issue were not reported and diagnostics/troubleshooting performed were also not reported. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.